Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The device failure to complete its internal self-test was due to a defective pneumatic block. The main pcb and pneumatic block were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the power source to be a dc power and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.